Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the infusion set tubing came apart from the site while he was sleeping and he experienced very high blood glucose level. Reportedly, the tubing came off from the quick release. The site location was lower left abdomen and the pump was worn on the side belt of his abdomen. The infusion had been in use for 2 days and the infusions were stored at regular room temperature. He was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.